Event description:
It was reported that pump displayed a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer, with support from technical support, removed pump from case, inspected cartridge o-ring and pump connection area, cleaned pneumatic tap area, and attempted to reload cartridge, but was not able to successfully complete cartridge load, and no further outcome information was provided.